Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all functional and bench tests with no electrical anomalies found. Analysis found the upper case, lower case, and two side bail covers are broken. Battery contacts are compressed, one side bail is missing, and the ring is bent.

Event description:
It was reported the device does not work. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.